Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). MDR follow up for correction. G code updated from g07003 to g04020.

Event description:
It was reported that the unspecified bd infusion set had leakage. The following information was provided by the initial reporter, translated from spanish to english: the leak occurred in the red ventilation component. I cannot confirm if there was any physical damage or deformity, as this was reported to me by the nursing staff. What I can confirm is that I came to the service and noticed a very strong odor that even burned my eyes, as a result of the aforementioned leak. The leak was from the ventilation component, and the red cap was open. The container was a semi-rigid plastic container. I can confirm the sequence of events prior to this: 4 cases occurred in the tpn set, the standard set, and the photosensitive set.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. Device evaluation: no samples were received for investigation of (B)(4), in which the customer has stated: " leak occurred in the red ventilation component." The material number and batch number were not provided by the customer. Further information from the customer has stated that the leakage was noticed in the vent line but they can't confirm the material and lot number of the affected product. No further information was available in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance there was not enough information to positively link this feedback to a specific failure mode.